Event description:
The patient had a subarachnoid hemmorhage hunt and hess 4, and fisher grade 3. On admission the patient was comatose and glasgow coma scale 4. The patient was flexing the left leg at neuro examination. On review of the patient's medical studies, it was noticed that the CT scan had massive bleeding on the posterior fossa and cerebral angiogram demonstrating a lesion ruptured basilar artery aneurysm successfully treated with neuroform stent placement and coiling. The neuroform stent migrated distally after placement, but succeeded in coiling the aneurysm. The patient expired two days later.